Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had a faulty power cord retractor. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit had a faulty power cord retractor. There was no patient involvement.

Manufacturer narrative:
Additional contact information: (B)(6). A getinge field service engineer fse was dispatched to the site to evaluate the unit. Replaced power cord due to faulty mechanism. Electrical safety test has passed. The defective components were received for further investigation. The fat performed a visual inspection and found that the ac cord was not able to retract. The retraction mechanism seems to be stuck. The shielding on the cord was also scraped. Fat was able to verify the listed failure of the part. Retaining pn: 0012-00-1688-25, in the failure analysis and testing department per procedure number (B)(4) rev. Ap.the non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.